Manufacturer narrative:
Approximate age of device - 4 years, 6 months. Analysis conclusion: the pump remains implanted and the patient continues on vad support with no additional related events reported at this time. The reported low flow alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported mitral and tricuspid regurgitation as well as reduced right ventricular systolic function could not be determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2018 2:53 am ¿ (B)(6) 2018 2:46 pm and showed the pump operating normally at the fixed speed of 8600 rpm. Beginning on (B)(6) 2018 at 11:05 am, 61 total low flow hazard alarms were observed throughout the log file, which appeared to increase in frequency on (B)(6) 2018 at approximately 3:00 pm. The large majority of the captured low flow alarms were associated with an estimated flow value of 2.4 lpm, which is just below the low flow alarm limit threshold of 2.5 lpm; however, estimated flow reduced as low as 2.2 lpm. Overall, estimated flow ranged from 2.2-4.2 lpm and pump power ranged from 3.4-4.4 watts, respectively. The pump speed remained above the low speed limit for the duration of the log file. The heartmate instructions for use (IFU) lists right heart failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system indicated had persistent low flow alarms and the patient was asymptomatic. A log file submitted to technical services for analysis confirmed low flow events. The patient was reportedly deemed to not be an exchange candidate. A repeat echocardiogram would be performed the following week. The patient was advised to increase oral hydration. An echocardiogram performed on (B)(6) 2018 showed aortic valve was closed. Trivial mitral regurgitation (mr), trivial tricuspid regurgitation(tr), and right ventricular (rv) systolic function was reduced. Intermittent low flow alarms had occurred. It was suspected that the patient was hypovolemic. A return clinic was scheduled in 4-6 weeks and the patient was advised to call the hospital if low flow alarms continued or if symptomatic with alarms. No hospitalization was reported at the time. No further information was provided.